Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - moisture ingress w/ dmg) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/18/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The available data showed evidence of excessive battery usage and voltage drops. A visual inspection of the pump showed that the battery compartment was cracked. The battery compartment had stripped threads and evidence of moisture was observed in the battery compartment. No battery cap was returned with the pump; a test battery cap was unable to fully tighten on to the pump. The pump was able to power on with the test cap. The pump¿s current draws were found to be within specifications. No excessive pump temperature occurred during investigation. The pump failed a leak test at the battery compartment crack. Unrelated to the complaint, the display was dim and discolored.